Manufacturer narrative:
Device evaluation summary: the sales representative inspected the ventilator and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The ventilator passed all testing per manufacturer specifications and was returned to the customer. One bd xena ii pcb was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The bd pcb was attached to the failure investigation (f.I) test ventilator and generated a ventilator inoperative condition, the high priority alarm enunciated. The fault was isolated to the microprocessor, component reference designator u27 which could lead to a loss of ventilation. The cause of the event was determined to the faulty component u27 on bd pcb. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a pediatric patient, the 840 ventilator generated an abnormal alarm. Although ventilator was reported to have continued, the patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.